Manufacturer narrative:
Device not returned for evaluation.

Event description:
On (B)(6) 2016, during a tlif procedure from l4 to l5, the rotating inserter would not rotate properly and the inner shaft was broken off within the tlif implant. A non-rotating inserter was used to complete the procedure. There was no need for any secondary medical intervention and no patient injury due to this incident.